Manufacturer narrative:
Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence, rupture.

Event description:
Healthcare professional reported right side wound dehiscence. Healthcare professional later reported rupture and "hole, non specific." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side wound dehiscence. Healthcare professional later reported rupture and "hole, non specific." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: wound dehiscence: unable to observe as it is a medical event not related to the device. Rupture: observed posterior side assessed as fold flaw opening and observed broken in bladder side assessed as surgical damage. Additional observations: observed creases on the device. Observed wear abrasion on the device. Brown particles observed in the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.